Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 2 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 2. The technical service representative (tsr) explained the alarm indicates air entered the set up. The tsr advised the hp to close all the clamps and to cycle power to clear the alarm. The hp confirmed to start over with new supplies or finish with manual exchanges. There was no report of injury or medical intervention.